Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, the patient's therapy stopped due to an informational power on reset (por). The patient does not sleep with their stimulation on so the por occurred when the patient had tried turning their stimulation on in the morning. It was noted the por was not related to an overdischarge event. Troubleshooting involved reviewing how to clear the por using the patient programmer. The por was successfully cleared and the patient was then receiving adequate therapy. The caller was redirected to the doctor to try and find out why the informational por occurred. No further complications were reported or anticipated.